Event description:
It was later reported that the device operated as expected and the patient was not elevated on the transplant list secondary to any device or therapy related issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As of 10oct2023, the device has not been returned for evaluation. If the device returns at a later date this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although there were no adverse events reported, the IFU lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided.